Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the strobing of light in automatic mode versus manual light mode occurs due to a defect in the turret motor operating intermittently and the iris printed circuit board getting stuck intermittently, as confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found faulty first motor turret working intermittently which can contribute to light control issue. Also, the iris printed circuit board was found to be stuck intermittently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light would strobe when on automatic mode vs manual light mode while using the xenon light source. The issue was found during preparation for use. The unknown procedure was completed using the same device by turning on the manual mode on the light source. There was no delay in completing the procedure and there were no reports of patient harm.